Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging high cholesterol, high blood pressure there was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging high cholesterol, high blood pressure. There was no medical intervention required by the patient. The reported event of developed breast lumpectomy, diabetes, colitis, and past medical history of high cholesterol, high blood pressure and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as a possibly related to the product problem with the device and/or use error. Patients with high blood pressure may also have insulin resistance, that increases the risk of diabetes. Additionally, some colitis causes are unknown, but some causes are related to viral, parasitic, or bacterial infections. Further, this event is assessed as labeled and predicted. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section e1 telephone number has been corrected (not captured in the initial MDR) and h6 updated in this report.

Manufacturer narrative:
Additional information was received on mar 26, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged complaint of the patient had developed several addition health conditions such as breast lumpectomy, diabetes, colitis, etc. Also includes, high cholesterol, high blood pressure along with many more health concern. The patient has alleged complaint of the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacture observed the control knob was missing. Manufacturer observed the red wire on the j9 connector showing signs of thermal activity. Potential brownish dried liquid spots were observed on the sd card slot of the pca and on the blower cap underneath. Potential hair-like particles were observed in the air inlet filter, on the interior side of the blower cap, on the blower motor, in the blower housing, on the sound abatement foam and walls of the bottom enclosure. Manufacturer observed dust-like contamination on the right panel, on the blower cap, on and in the blower motor, on and under the blower housing, on the sound abatement foam and bottom enclosure. An unknown blackish contaminate was observed on the wall of the bottom enclosure. Manufacturer observed potential degraded sound abatement foam on the bottom of the blower housing and in the bottom enclosure. Manufacturer confirmed the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust/dirt contamination in the airpath and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.